Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the atrial lead dislodged a few hours after implant. Several attempts were made to reposition the lead. The doctor noted that after observing the lead visually, the screw did not extend smoothly anymore. The lead was explanted and replaced. No patient complications have been reported as a result of this event.